Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 3 months after the dental implants was installed in intraoral region #5 it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii- iii and bone graft was executed.